Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the emergency room. The right ventricular (rv) lead rv coil impedance was noted to be low. The lead was noted to have a chronic trend that was noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.